Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2025, due to hyperglycemia (blood glucose 800mg/dl) and was diagnosed with diabetic ketoacidosis after 24 to 26 hours of pod wear. The patient further reported receiving an alarm indicating a ¿restriction alert¿ as well as switched to manual mode at the time of the event. Reported symptoms included thirst, dehydration, vomiting, and lossi just of bowel control. The patient was admitted to the intensive care unit and was discharged on (B)(6) 2025. No additional details regarding treatment during the hospital stay were provided despite multiple good-faith efforts to obtain further information. At the time of reporting, the patient stated that they were still using omnipod therapy and had a follow-up evaluation scheduled with their endocrinologist.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone14.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.